Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received on 07/31/2013. (B)(4).

Event description:
A surgeon reported that following bilateral toric intraocular lens (iol) implant procedures, the iols rotated off axis. In a f/u, the surgeon reported that the lens of this report was repositioned a week after initial implantation. There are two medical device reports associated with this event. This report is for the left eye.